Event description:
It was reported that a patient underwent an unknown spinal procedure from l4-s1. During cage implantation, it was noted that a small part of the cage broke. When the doctor tried hammering a second cage, it broke as well. Both broken cages were removed completely and a new implant was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. This part is not approved for use in the united states; however a like device catalog # 2990832, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 2990832, 510k # k073291 was cleared in the united states.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review identified the top face of the implant is cracked with a portion of the implant broken off and not returned for analysis. The opposite corners of the inserter interface features are the crack initiation locations. The 45 degree orientation of the crack propagation suggests torsional overload as a mechanism of failure. Additionally, one side of the implant is cracked lengthwise, consistent with bend stress overload. The above observations are consistent with brittle overload due to excessive force during implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.